Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was in the 500s mg/dl with large ketones. The customer used multiple insulin injections to address the bg level. A system check to determine a possible cause of the occlusion was unable to be performed as the customer had already removed the infusion set tubing from the pump. Tandem technical support assisted the customer with loading a new tube and insulin delivery was resumed.